Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of the plunger failed. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9, h.3., h.6. And h.11. The device with the lens was returned loose in the carton. The lens stop and plunger lock were removed from the device. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was advanced to mid-nozzle. The plunger has overrode the lens. The lens was partially advanced into the nozzle entry area. The leading haptic was extended along the right side of the plunger. The trailing haptic was folded onto the anterior optic surface. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was indicated. A plunger override was observed. This was most likely interpreted as the reported complaint of ¿the plunger failed¿. The root cause cannot be determined for the reported complaint. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger override may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).